Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the epg was dropped, confirmed that the output connector assembly was broken. Analysis also noted that the hanger assembly was contaminated, the upper case was broken, the keypad was scratched, four control knobs were contaminated, lower case was broken and contaminated, battery wire was pinched (wire insulation not compromised), main seal was missing, tube sleeve was missing, six plugs were damaged, display wires were pinched with insulation exposed, display frame was contaminated, encoder nuts were contaminated, one nut was loose, device required a battery shortening bar, four improper case screws were installed and one case screw was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for service subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.